Event description:
During the procedure, it was reported the balloon could not be deflated properly. The balloon catheter was successfully removed from the pt. No pt injury reported.

Manufacturer narrative:
The device will not be returned for eval as it was discarded. (B)(4).